Event description:
Seven coils had been successfully deployed into the aneurysm. The physician deployed the subject device into the aneurysm and the coil detached. The physician verified that the coil had successfully detached under fluoroscopy and noted that a small part of the coil remained in the microcatheter. The physician used the delivery wire to push the coil fully into the aneurysm. The physician want to place one last coil into the aneurysm but the tip of the coil caught on the end of the previous coil during deployment. The physician applied force to remove the coil and noted that the coil had stretched. A goose neck snare was used to successfully retrieve the coil. There was no reported clinical consequence to the patient.

Event description:
Seven coils had been successfully deployed into the aneurysm. The physician deployed the subject device into the aneurysm and the coil detached. The physician verified that the coil had successfully detached under fluoroscopy and noted that a small part of the coil remained in the microcatheter. The physician used the delivery wire to push the coil fully into the aneurysm. The physician want to place one last coil into the aneurysm but the tip of the coil caught on the end of the previous coil during deployment. The physician applied force to remove the coil and noted that the coil had stretched. A goose neck snare was used to successfully retrieve the coil. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. The device for the reported event of coil protrusion was not returned for analysis. However, the microcatheter and another coil used in the procedure were returned and a lot of blood was noted to be present. This is indicative that continuous flush was inadequate. Additional information from the facility stated that the physician felt that there was no more space to deploy any coils into the aneurysm but an attempt was made to place a further coil. Based on the investigation it was determined that use/user error was the most likely cause of the reported coil protrusion.

Manufacturer narrative:
Additional information from the user facility stated that the anatomy was moderately tortuous and continuous flush was maintained.